Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results. The change is reflected in this report. Evaluation summary: (B)(4): analysis confirmed the customer comment of the ventricular output connector being broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment of the ventricular output connector being broken.

Event description:
It was reported there was no output and a broken connector. A piece is missing from the ventricular port, and the cable won't lock in. There was no related patient incident.